Manufacturer narrative:
Manufacturer review¿determined¿that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. ¿ ¿ this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.¿

Event description:
It was reported that the ilet generated alert 38 for consecutive stalled motor after a restart, the alert was verified in the device history, the patient¿s glucose rose above 400 mg/dl since the morning, and the ilet was replaced with instructions to use backup therapy until the replacement was obtained. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified consistent with a consecutive stalled motor alarm. It was concluded, based on previously established findings for similar reports, that the cause was an internal device¿component¿failure of the pump motor assembly.